Event description:
Within the article "vascular compromise after hyaluronic acid cheek augmentation", cohen, j, et al, journal of drugs in dermatology, 2012: 11 (suppl 3); s12-s14 the authors describe the events of: "...signs and symptoms of vascular compromise." Symptoms are described as "initial mild swelling, and persistent purple discoloration of the left cheek five days after injection with juvederm ultra plus xc. The pt also complained of mild discomfort of the infra-orbital area". The article further reports that "in order to prevent impending necrosis, treatment was initiated following steps form some published reports of similar cases". Further information has been requested but has not yet been received.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012.